Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's registered nurse (rn) reported that a 5008x bloodline leaked from the blood pump tubing segment five minutes after the initiation of a patient's hd treatment. The machine, a fresenius 5008x machine, alarmed appropriately with a fluid detection alarm. A fresenius dialyzer was also in use. There were no loose connections or issues during priming. There was no visible damage to the bloodline. There were no changes in pressure or blood flow rate during treatment. The patient¿s estimated blood loss (ebl) was approximately 50ml. The patient was restarted on the same machine and treatment completed successfully with new supplies. There was no patient serious injury or medical intervention required due to this event. The complaint device was reported to be available to be returned to the manufacturer for evaluation.